Event description:
Info was provided that a cook catheter was placed in the left internal jugular vein of a baby who expired. The issues surrounding the death of the child are multifactorial: however, one of those is that the facility did not have a venous cannula that the anesthetist felt would suit this baby, and the nearest to the size was the radial artery cannula that was used. We were advised that there was no complaint regarding this device. There is no mention of a faulty device in the preliminary autopsy report. This is not the issue here.

Manufacturer narrative:
Death of patient not provided by the reporter. Expiration date unk as lot is unk. According to the limited info provided, there was no failure associated with this device. It is suggested that the device was used off label, but that has not been specifically confirmed. We will continue to monitor for complaints.